Event description:
Report 6 of 8. It was reported during a neurosurgery, the surgeon was implanting profile 0 screws into the patient's skull and eight (8) screws broke. The fragments of the broken screws remain in the patient, and the remaining portions of the screws were discarded and therefore not available for return. The surgery was completed by using safety screws. It was reported there was minimal delay in surgery and no adverse consequences to the patient. Information on lot numbers of the screws is unknown.

Manufacturer narrative:
It was reported eight (8) screws broke during insertion during surgery. The lot number(s) for the screws involved in the event is unknown. The devices were not returned for evaluation. After discussion with the acumed director of sales, lot numbers of all 218-1604 screws purchased from the hospital/facility was pulled for the last two years. Review of the device history records for these lot numbers revealed no anomalies. No additional units of these lot numbers remained in inventory for review. A two-year review of the complaint database for the 218-16xx part family was performed and revealed one (1) complaint for "screw broke during insertion" (which is the complaint in this report). Additionally, no complaints were reported for any of the lot numbers pulled from sales data for this hospital/facility. Screw breakage during insertion could be due to inadequate design, user error, use of an undersized screw in areas of high functional stresses, use of screws in high density bone, and excessive torque during insertion of screws. However, based on the information received and investigation performed, the root cause could not be determined. Related reports: 2027754-2023-00035, 2027754-2023-00036, 2027754-2023-00037, 2027754-2023-00038, 2027754-2023-00039, 2027754-2023-00041, and 2027754-2023-00042.